Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a leak was noted from the insertion tube. Additionally, as noted , an e216 error was present due to a faulty charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his endoeye flex 3d deflectable videoscope due to a leakage noted on the insertion tube during procedure preparation. According to the initial reporter, the intended procedure was a cholecystectomy and was completed using a similar device with no patient harm reported. During the evaluation, it was discovered that the device was presenting an e216 error code due to a charged coupled device unit failure. This report is being submitted to capture the e216 error code noted during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the ccd cable became snapped or shorted out by excessive bending stress on universal cord or video cable. B) the ccd cable shorted out at the wiring part of the scope connector board. C) the ccd or video connector malfunctioned due to the following handling. C-1) the earth cable of the system was unconnected. C-2) the video connector was inserted/pulled while the system was powered on. C-3) the video connector was electrified with dust, dirt, moisture, etc. Adhering to contacts. The suggested event was thought to be preventable for the following instructions for use (IFU) statement: ¿important information ¿ please read before use: dangers, warnings, and cautions: - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.